Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging an inaccurate delivery issue. During troubleshooting, it was noted that the basal history did not match the active basal program. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/15/2016. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings:a review of the pump histories indicated that the last basal delivery occurred on (B)(6) 2016 at 10:15am followed by a power interruption until (B)(6) 2016 03:06am; basal deliveries did not resume at power on. Another long power interruption was observed from (B)(6) 2015 12:34pm to (B)(6) 2016 06:01am. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. Visual inspection revealed that the battery compartment was undamaged. The battery cap was not returned with the pump for investigation; a test battery cap was used to complete testing. The test cap was able to fit securely and maintain electrical connection. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours on a 1unit per hour basal rate and the total daily dose basal correctly reflected 24units had been delivered. No errors, alarms, or warnings occurred during investigation. The complaint of inaccurate delivery could not be confirmed or duplicated.